Manufacturer narrative:
(B)(4). Date sent: 12/23/2020 h6:component code: g04 investigation summary the analysis results confirmed that the lx107 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. The certificate records are accessible through external manufacturing. No conclusion could be reached as to what may have caused the found condition of jaws. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. H6: type of investigation: testing of actual/suspected device (b01); type of investigation not yet determined (b21); analysis of production records (b14). H6: investigation findings: results pending completion of investigation (c21). H6: investigation conclusions: conclusion not yet available (d16).

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. The serial number was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the clip applier didn't apply proper clips. The jaws were spoiled. User reported the clips are not broken, the clip applier didn't hold the clips. Clip applier jaws were broken so they didn't hold the clips and because the clip applier jaws were broken, it didn't make the clips hold the vein or tissue. It is unknown how procedure was completed. There was no patient consequence.